Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted following an alert for low defibrillation impedance. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported low high voltage (hv) lead impedance was confirmed. Visual examination of the device noted an arc mark on the ICD can surface, and impedance testing verified the hv lead impedance was low and out of specification. It is possible that during the hv therapy delivery, the lead arced to the can and caused damage to the device¿s high voltage output circuit. The damaged output resulted in the low hv impedance, as observed in the field. The associated lead was not returned for evaluation.